Manufacturer narrative:
The report ID numbers are available to link these MDR submissions, 2015691-2024-05228, 2015691-2024-05229, 2015691-2024-05230, 2015691-2024-05231.

Manufacturer narrative:
The hemosphere unit was not returned. The serial number of the unit is unknown. Without its return it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. Since the product was not evaluated there is not sufficient evidence to determine if this complaint was related to manufacturing, design, and/or labeling. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. Additional codes, dqk computer, diagnostic, programmable, dqe catheter, oximeter, fiber optic, qaq adjunctive predictive cardiovascular indicator, mud oximeter, tissue saturation, dsb plethysmograph, impedance, qms adjunctive open loop fluid therapy recommender fll thermometer, electronic, clinical, dxn system, measurement, blood pressure, non invasive.

Manufacturer narrative:
The device cannot be identified as the serial number is unknown. There will be no product return. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Device history record review cannot be completed as the serial number is unknown. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The other three times referred to in the b5 will be sent in a separate submission. The submission numbers will be sent when available.

Event description:
It was reported that there was a failure with the clearsight module. There was a blood pressure reading discrepancy when using the cs module during use. The values displayed were about 30mmhg higher than the clearsight reading. There were no error messages that displayed. Troubleshooting was done by checking the ge monitor, checking the ge cables, and checking the non invasive blood pressure reading on the ge monitor and then assessing calibration. The disposable devices were exchanged, but the same reading discrepancy occurred. The clinician exchanged the pressure controller and the heart reference sensor devices, but the same issue still occurred. By process of elimination the clearsight module and acumen cuff were identified as suspect. This event occurred three previous times. The acumen cuff report will be submitted in a separate submission. There was no patient harm or injury. There was no inappropriate patient treatment administered. Exact occurrence date of this event is unknown. Serial number of device is unknown. Information received from the facility is that it happened previously.